Event description:
It was reported that the patient underwent a hip revision approximately one-year post implantation due to the liner¿s locking mechanism failing. The liner was revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: ig7 osseoti multihole acet she ll 50mm d. Item: 1100102631. Lot: 67269038. Bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14. Item: 00877503601. Lot: 3232920. Bone screw self-tapping 6.5 mm dia. 20 mm length. Item: 00625006520. Lot: j7941442. G2: foreign ¿ japan. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.